Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay sys. The customer indicated they run samples in duplicate or triplicate and had observed poor precision of pt samples. Two pts produced values that crossed clinical categories. The initial erroneously elevated results were reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field svc engineer (fse) was on site (B)(4) 2008 to investigate the event. The fse observed several obstruction detection errors in the event log. The details regarding the specific type of obstruction detection errors received were not supplied. The fse replaced main pipettor tip and performed all associated adjustments. The fse performed precision testing with troponin quality control (qc). All replicates resulted in range. The fse repeated the sys check which passed and all verification testing passed. No definitive cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.